Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user paired a new dexcom g6 sensor to the ilet and did not receive blood glucose readings on the ilet home screen, with no pump alerts or notifications observed; the agent advised that the g6 requires a two-hour warm-up, and the user acknowledged this. Symptoms included no clinical symptoms or adverse physiological effects. Outcomes included no impact on health and no need for medical care. Investigation included device-guided troubleshooting and user education regarding expected sensor warm-up behavior. Investigation of this case revealed no device malfunction, and findings were consistent with normal dexcom g6 warm-up without ilet error. It was concluded, based on previously established findings for similar reports, that the cause was expected sensor warm-up prior to data availability.